Manufacturer narrative:
There was no patient involvement. Concomitant medical products: livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and the reported issue could not be reproduced. However, the motor end-stage board and the motor control board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump, used for cardioplegia delivery on a s5 system, stopped during a procedure and alarmed. The user hand-cranked the pump and then increased pump speed through control knob to complete cardioplegia delivery. Almost at the end of delivery the rpms decreased and the pump stopped again. After procedure, the user tested the pump but he was unable to reproduce the fault. There was no report of patient injury.